Event description:
It was reported to the MFR that site has been facing communication issues with their wand. Troubleshooting did not resolve the issues. The site was sent a new wand to replace the non-working device, upon request, which resolved the reported problems. Good faith attempts to obtain the non-working device for product analysis have been unsuccessful to date.